Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clean. No blood on the helix was found. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead's helix failed to extend. This helix issue was identified before the lead was placed in the patient's body. The rv lead was not used and the patient experienced no adverse consequences.